Manufacturer narrative:
The unit was investigated by a maquet field service technician under service order (B)(4), where a new touch panel (lot no. 3000012877) was installed and a complete pm, full functional, calibration and safety tests performed as per the service manual. The unit passed all tests and was returned to service. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A supplemental medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported that during patient treatment the patient expired due to a heart failure. The customer stated that the cardiohelp was working but the screen was frozen. They indicated that the death was not caused by the performance of the cardiohelp. (B)(4).